Event description:
It was reported that during a stent placement procedure for treatment, the stent suture broke. The stent was not released because the thread broke. Another stent was used to successfully complete the procedure. It was reported that there was no add'l intervention required and there were no pt complications or injuries.